Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss off high voltage therapy and the patient received an external shock for arrhythmia which was successfully converted. Upon interrogation, the device exhibited backup vvi operation. The device was re-interrogated and the same issue resulted. Due to the device being battery advisory product, the device was explanted and replaced on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
The field event of high voltage output issue was confirmed. Bench testing on the device was performed, and a damaged output stage transistor was observed. The cause of the damaged output stage transistor was hv delivery into a low impedance load. The cause of the low impedance load remains undetermined. The field event of reset was confirmed. The device was received in backup vvi operation. The device image was unable to be reviewed because it was found to be corrupt. However, the bvvi is consistent with the reported field event of external defibrillation.